Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B97494) for permanent contraceptive tubal implant. The patient had a medical history of genitourinary chlamydia infection in 2012, suicidal ideation, depression, sore throat and smoker (number of cigarettes per day: 5) in 2011 and abdominal pain, obesity (bmi: 33.42 kg/m2), multiparous, surgery ( excision, tumor, soft tissue of abdominal wall, subcutaneous; less than 3 cm ((B)(6) 2021). Laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salpingectomy) ((B)(6) 2021). Removal of intrauterine device (iud) ((B)(6) 2021). Intrauterine contraceptive device procedure (2013). Tubal ligation (2013). Cesarean section), alcohol use (wine. Frequency: 1-2 times per month.), breast mass, pap smear abnormal, c-section (hospitalized for single liveborn hospital deliv by c-section), pelvic pain, perineal pain and vaginal pain. Previously administered products included: depo provera, acet [paracetamol] and sodi metabisulph. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2474 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2014, however it was entered in argus as (B)(6) 2014 discrepancy noted insertion date of drug updated to (B)(6) 2014 00:00 from (B)(6) 2014 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report : diagnosis. A). Left fallopian tube with essure device, laparoscopic bilateral salpingectomy: segment of fallopian tube with a fimbriated end, no significant histopathologic abnormalities. B). Right fallopian tube with essure device, laparoscopic bilateral salpingectomy: segment of fallopian tube with a fimbriated end, no significant histopathologic abnormalities. C). " endometrioma versus granuloma", laparoscopy and removal: mostly skeletal muscle tissue containing numerous areas of endometrial glands and endometrial stroma, consistent with endometriosis associated skeletal muscle myopathy and a benign rhabdomyoma-like lesion, excised. Fibrosis, atrophic skeletal muscle cells, and chronic inflammation. Small amount of adipose tissue. Comment section shows an oval shaped mass containing large giant cells with one or two centrally or peripherally located nuclei. More recognizable skeletal muscle cells are seen at the edge of the mass. Nearby soft tissue shows endometriosis, fibrosis, chronic inflammation, and multinucleated large cells consistent with atrophic skeletal muscle cells, which are mixed with some histiocytes. All the giant cells, normal and atrophic skeletal muscle cells are positive for desmin and negative for ki-67. According to dr., the mass is adhered to the abdominal wall muscle. Findings support the above diagnosis clinical information family planning procedure: laparoscopic bilateral salpingectomy; removal of essure device, endometrioma removal preoperative diagnosis: family planning specimen source: a). Left fallopian tube b). Right fallopian tube c). Endometrioma versus granuloma gross description: "left fallopian tube with essure device" and consists of a pink-tan fallopian tube segment with attached fimbria, and a wire/essure device within the fallopian tube. A paratubal cyst is identified which measures 0.4 cm. Right fallopian tube with essure device" and consists of a pink-tan fallopian tube segment with attached fimbria, and a wire/essure device within the fallopian tube. "Endometrioma versus granuloma" and consists of a tan somewhat bosselated rubbery to firm portion of tissue which measures 3.1 x 2.9 x 2.3 cm. The resected margin is inked in black, and the specimen is serially sectioned. Microscopic description: immunohistochemical stain for keratin (ae1-ae3) is performed and is negative in the giant appearing cells. S100 stain labels nerve bundles and is negative in the giant cells and the skeletal muscle appearing tissue. Cd68 stain is performed and is positive in histiocytic and giant cells batch no. B97494, production date: 2013-11-27, expiration date 2016-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of pelvic pain, perineal pain and vaginal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2535 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (medical device removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: adverse event "injury" updated to "medical device removal"; device removal information updated; case is now valid. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B97494) for permanent contraceptive tubal implant. The patient had a medical history of genitourinary chlamydia infection in 2012, suicidal ideation, depression, sore throat and smoker (number of cigarettes per day: 5) in 2011 and abdominal pain, obesity (bmi: 33.42 kg/m2), multiparous, surgery (excision, tumor, soft tissue of abdominal wall, subcutaneous; less than 3 cm (11mar2021) laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salpingectomy) ((B)(6) 2021). Removal of intrauterine device (iud) (((B)(6) 2021) intrauterine contraceptive device procedure (2013), tubal ligation (2013), cesarean section), alcohol use (wine. Frequency: 1-2 times per month.), breast mass, pap smear abnormal, c-section (hospitalized for single liveborn hospital deliv by c-section), pelvic pain, perineal pain and vaginal pain. Previously administered products included: depo provera, acet [paracetamol] and sodi metabisulph. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2474 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2014, however it was entered in argus as (B)(6) 2014 discrepancy noted insertion date of drug updated to (B)(6) 2014 00:00 from (B)(6) 2014 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report : diagnosis a). Left fallopian tube with essure device, laparoscopic bilateral salpingectomy: segment of fallopian tube with a fimbriated end, no significant histopathologic abnormalities. B). Right fallopian tube with essure device, laparoscopic bilateral salpingectomy: segment of fallopian tube with a fimbriated end, no significant histopathologic abnormalities. C). " endometrioma versus granuloma", laparoscopy and removal: mostly skeletal muscle tissue containing numerous areas of endometrial glands and endometrial stroma, consistent with endometriosis associated skeletal muscle myopathy and a benign rhabdomyoma-like lesion, excised. Fibrosis, atrophic skeletal muscle cells, and chronic inflammation. Small amount of adipose tissue. Comment section shows an oval shaped mass containing large giant cells with one or two centrally or peripherally located nuclei. More recognizable skeletal muscle cells are seen at the edge of the mass. Nearby soft tissue shows endometriosis, fibrosis, chronic inflammation, and multinucleated large cells consistent with atrophic skeletal muscle cells, which are mixed with some histiocytes. All the giant cells, normal and atrophic skeletal muscle cells are positive for desmin and negative for ki-67. According to dr., the mass is adhered to the abdominal wall muscle. Findings support the above diagnosis clinical information family planning procedure: laparoscopic bilateral salpingectomy; removal of essure device, endometrioma removal preoperative diagnosis: family planning specimen source a). Left fallopian tube, b). Right fallopian tube, c). Endometrioma versus granuloma, gross description: "left fallopian tube with essure device" and consists of a pink-tan fallopian tube segment with attached fimbria, and a wire/essure device within the fallopian tube. A paratubal cyst is identified which measures 0.4 cm. Right fallopian tube with essure device" and consists of a pink-tan fallopian tube segment with attached fimbria, and a wire/essure device within the fallopian tube. "Endometrioma versus granuloma" and consists of a tan somewhat bosselated rubbery to firm portion of tissue which measures 3.1 x 2.9 x 2.3 cm. The resected margin is inked in black, and the specimen is serially sectioned. Microscopic description: immunohistochemical stain for keratin (ae1-ae3) is performed and is negative in the giant appearing cells. S100 stain labels nerve bundles and is negative in the giant cells and the skeletal muscle appearing tissue. Cd68 stain is performed and is positive in histiocytic and giant cells the most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of pelvic pain, perineal pain and vaginal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2473 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (medical device removal/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2014, however it was entered in argus as (B)(6) 2014. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: essure's date implanted updated from (B)(6) 2014 to (B)(6) 2014. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.